Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2026. According to the reporter, the patient experienced erratic and jumpy cgm values which they believe contributed to developing a hypoglycemic event. On the day of the event, at around 05:45 am the cgm reading was 8.5 mmol/l. It is unknown if any treatment was given at that moment. The cgm dropped to low by 06:30 am, and the patient experienced loss of consciousness. The patient´s husband called their daughter, and when the daughter arrived the patient was given milk and nesquik. When a fingerstick was taken after treatment the cgm reading was low, and the blood glucose reading was 8.5 mmol/l. No further treatment was reported, and the patient did not go to the hospital. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.